Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing without duplicating the report. The customer's report was observed during review of the device data logs. The device log shows multiple defib cable ID changes and unknown single cable ids. The defib receptacle was replaced as a precaution. A new multifunction cable was sent to the customer and the customer was advised to discard the old multifunction cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.